Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-jun-2024, it was reported that patient faced three infusion sets fell off during use since past two weeks. Patient blood glucose at the time of issue was 120 mg/dl. Infusion sets were in use for one and a half day for all the events. Patient replaced infusion sets and resumed insulin successfully. No further information available.